Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that when an astral device was connected to the ac main power supply, it detected the power source to be an external dc power. This power issue resulted in the device failing to charge its internal battery. Based on the evaluation results, it was determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a charging issue. There was no patient injury reported as a result of this incident.